Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient felt their ipg had moved out of place after suffering from several falls. In turn, patient met with physician and surgical intervention may be pending.

Event description:
It was reported that the ipg was relocated and electively replaced, which addressed the issue. Postoperatively, patient had effective therapy.